Event description:
A pt reported experiencing inaccurate low results with a sure step enhanced meter. The pt's blood glucose results were 12, 47 mg/dl. Tests were done within 10 minutes with a difference of 31 mg/dl. Pt did not experience any adverse events. No further info has been reported.